Event description:
It was reported that during an implant the ins ((B)(4)) was placed and when impedance test was done they had 'bad impedances.' The doctor firmly believed it was seated properly, and wanted to try another ins. The caller believed initial impedance reading that were bad were due to lead not being inserted all the way, perhaps setscrews were tightened too far from manufacturing. No instruments reported to be used around neurostimulator. The patient reported to get good stimulation and impedance reading in recovery with the second ins. Active electrodes for patient were 0 and 8.

Event description:
Additional information received reported that the original device was being replaced for normal battery depletion.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n213355, implanted: (B)(6) 2009, explanted: product type accessory. (B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed: no anomalies found. Visual examination and x-ray revealed no issue with ports or connectors. A known good lead was inserted into both ports without difficulty.